Event description:
Technician alleged foot left siderail latch cover bent and catches on latch not allowing it to latch in the upright position. He bent the cover back straight and latched the siderail in the upright position to resolve.